Event description:
It was reported that the pt's sound processor fell into water in 2002. The pt reported no sound. The pt was seen at the implant center for device eval. Another sound processor was used by the pt; however, this did not resolve the reported problem. Testing conducted at the implant center confirmed that device was no longer functioning.